Event description:
Reporter indicated a vns pt had high lead impedance and could not feel stimulation. Further attempts for info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause orf contribute to a death or serious injury.